Event description:
It was reported that the non-pacing dependent patient presented for follow-up with poor sensing, high capture threshold, and intermittent pacing exhibited by the right atrial lead. It was determined that the lead had dislodged. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2022. The patient was stable.